Event description:
The patient called to that report post implant of the new defibrillator that the patients left shoulder "is killing me" because the physician "cut too close" to their shoulder. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.